Event description:
Customer reports that her device read 429mg/dl whil the nurse's device read 114mg/dl less than 1 minute later. No adverse event and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.